Event description:
It was reported that the patient was experiencing an increase in sleep apnea. The physician lowered the patient's vns parameters to see if it would help. Physician believes the increased apnea may be related to the vns. Attempts for further information have been unsuccessful to date.